Event description:
A cartridge change error was reported with the customer's insulin pump. There was no reported adverse impact on the customer's blood glucose level. The customer was instructed to inspect and clean various parts of the pump but was unable to resolve the issue even after attempting to load a second cartridge. Technical support decided to replace the pump. The customer opted for manual insulin injections as a backup therapy and agreed to return the defective pump within ten days using a pre-paid label provided.